Event description:
The user facility reported 82 y o male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump had a high purge pressure followed by a low purge flow during impella support. Following the initial high purge pressure alarm, troubleshooting was attempted, however the issue remained. The decision was made to explant the pump and during the removal procedure it was observed that the purge flow dropped. A purge system blocked alarm was triggered and, upon explant, a clot was documented within the outflow cage. A new impella 5.5 pump was subsequently implanted for ongoing support.

Manufacturer narrative:
The investigation for the reported high purge pressure and the thrombus has been completed. The pump was examined. No kinks noted. There was a small amount of biomaterial visualized near the purge gap. The pump was purged and the high purge pressure was not reproduced. The cause of the high purge pressure was biomaterial based on the clinical information. The instructions for use provides details on the prevention of thrombus formation by stating ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.